Manufacturer narrative:
H3,h6: the device used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was an isolated event. A review of the instructions for use found: do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. The implant system requires tension to be distributed through both suture legs to achieve suture lock deployment. The use of a locking suture stitch (i.e. Modified mason-allen) requires the use of the independent tensioning feature to maintain tension in the suture legs. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: (1) incorrect suture loading (2) over tensioning the suture. (3) incorrect activation knob position. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during left shoulder arthroscopy, surgeon stated opus speedscrew implant was defective, it would not bring all the sutures through the implant; the procedure was successfully completed using a back-up device. No delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.